Event description:
Prior to eating, pt had a blood glucose (bg) of 130 mg/dl and bolused 4 units of insulin for his meal (amount of carbohydrates unk). Within 30 minutes, his bg dropped to 20 mg/dl and he was taken by ambulance to the hospital. Pt stated this incident occurred "several days ago" and could not recall specific details of pod wear. The pod was discarded and will not be returned.

Manufacturer narrative:
The pod was discarded and therefore unavailable for evaluation. We are unable to assess product condition to determine if any malfunction occurred that may have caused or contributed to the pt's hypoglycemia. Product lot qualification records cannot be reviewed since no lot number was provided. The omnipod's user guide warns "even if you cannot check blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The user guide advises that "frequent blood glucose checks are the key to avoiding potential problems." User's are instructed to treat low bg as follows: if bg is below 70 mg/dl, eat or drink 15 grams of fast-acting carbohydrates, such as glucose tablets, juice, or hard candy. Check bg again in 15 minutes. If bg remains low, take another 15 grams of carbohydrate. Contact hcp for guidance, as needed. User's are urged to investigate the possible cause of low bg which are outlined in the user guide, to avoid similar events in the future.